Manufacturer narrative:
Investigation: visual inspection revealed that the seal had been completely unraveled. The tension spring assembly was inside the delivery tube and the seal was outside of the delivery tube. The white collar was not present; the plunger had been depressed. The device was very bloody. Based upon these findings, the reported complaint "seal cracked" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal cracked. A side biter clamp was used to complete the procedure. There were no patient effects. The product was returned.